Event description:
Customer reported getting erratic readings from their freestyle meter. Several comparison tests were performed on the finger with the freestyle meter and highest and lowest results were 310 mg/dl and 145 mg/dl. Freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.